Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. Upon further inspection, u1004 and u1005 were shorted and r45 was burnt. Upon investigation, there was also contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids there was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.